Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, vomiting and food poisoning on unknown date, with unknown blood glucose. Troubleshooting was not performed. The insulin pump will be returned for analysis.